Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the emergency room on 3mar25 with hypoglycemia. The patient's blood glucose level dropped to below 40 mg/dl while wearing the pod longer than 48 hours in the abdomen. The patient stated she mistakenly delivered a 10-unit bolus when using the bolus calculator. The patient intended to enter 10 into the carbohydrates for the amount of carbohydrate grams she was planning to consume. However, she put the10 into the total bolus amount to be given. While her husband drove her to the ER, the patient ate 10 glucose tablets. She reported her blood glucose declined from 121 mg/dl to 40 mg/dl. In the ER, the patient started having convulsions. She was treated with intravenous glucagon, intravenous dextrose, and given complex carbohydrates to eat. The patient was discharged after 3 hours.